Event description:
Report 1 of 2. It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2026. Investigation summary: bd received 48 samples and one video for investigation. The video shows a device with blood leakage in the holder. Out of the 48 returned samples, 30 were visually inspected, and all passed testing with no evidence of damage to the sleeves or side pierced sleeves. Additionally, 10 samples underwent functional tests, and all passed with no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. Based on a review of the device history record (DHR) for lot 5276862, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the video provided. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of an unspecified number of devices. No adverse impact was reported regarding the patient or user.